Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: log file analysis revealed that the controller in use during the event date contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of alarm files revealed multiple critical battery alarms involving one of the batteries. During these instances, the battery was not the active battery. The data points prior to each critical battery alarms revealed that the batteries went from a high relative state of charge (rsoc) to below 10% rsoc; an instance dropped to 0% rsoc. Additionally, power disconnect alarms were recorded involving this battery. During the power disconnect alarms a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for correction. The product event summary that was previously submitted was incomplete. Additionally, codes for system reported products pli20 and pli30 were not included. Additional products: d4:serial number: (B)(6). H3: yes. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c020701. H6: FDA conclusion code(s): d02. D4:serial number: (B)(6). H3: yes. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c020701. H6: FDA conclusion code(s): d02. Product event summary: three (3) batteries were not returned for evaluation. Log file analysis revealed that the controller, in use during the event date contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the controller log files revealed that one of the batteries was not in use within the analyzed period. As a result, the reported power consumption issue involving (1) one battery could not be confirmed. Analysis of alarm files revealed multiple critical battery alarms involving (2) two batteries . During these instances, the batteries were not the active battery. The data points prior to each critical battery alarms revealed that the batteries went from a high relative state of charge (rsoc) to below 10% rsoc; some instances dropped to 0% rsoc. It is likely the observed drops to 0% rsoc were perceived by the patient as the reported "sudden one died" event when the battery was in use. Additionally, power disconnect alarms were recorded involving (2) two batteries. During the power disconnect alarms a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. This observation is also related to the reported critical battery alarms. As a result, the reported events involving (2) two batteries were confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported power consumption issue event involving (B)(6) can be attributed, but not limited, to soldering or welding defects. Based on the available information, a possible root cause of the reported events (2) two batteries could be attributed, but not limited, to a battery malfunction. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: dvbb1d4 ICD implanted on (B)(6) 2015, 6947m62 lead implanted on (B)(6) 2015. Additional products: brand name: heartware ventricular assist system battery. Model #: 1650, catalog #: 1650, expiration date: 31-jun-2017, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 31-jun-2016, labeled single use: no. (B)(4). Brand name: heartware ventricular assist system battery. Model #: 1650, catalog #: 1650, expiration date: 31-jun-2017, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-jun-2016. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three batteries are unable to hold charge, one would not charge. Two batteries had two bars and suddenly dropped to critical, there were several critical battery alarms as well as a power disconnect alarm. All batteries have been exchanged. No patient complications have been reported as a result of this event.